Event description:
As reported to coloplast though not verified, the patient experienced pain, scar tissue, may undergo corrective surgery or surgeries

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report. Device still implanted.